Event description:
The cup which was inserted into the cervix melted during the surgery. The physician stated that there was no harm to the patient as a result of this incident. A follow up in-service with the staff will take place regarding the operation of the esu device.